Event description:
Additional review of the file found the event regarding the patient's fall and loss of coverage had been previously reported in manufacturer report #3004209178-2012-01992. Any additional information received regarding this event will be reported under this manufacturer report number.

Manufacturer narrative:
Lead model 3777-45, serial # (B)(4), implanted (b)(64) 2010, explanted unk; lead model 3777-45, serial # (B)(4), implanted (B)(6) 2010, explanted unk; recharger model 37752, serial # (B)(4); programmer model 37743, serial # (B)(4).

Event description:
Follow up information received reported that the patient was scheduled for lead revision surgery on (B)(6), 2012. If additional information is received, a follow up report will be sent.

Event description:
Additional information received indicated that the patient had a lead replacement and a generator replacement on (B)(6) 2012. The patient's therapy coverage was appropriate for his pain target.